Event description:
(B)(4) study. Same patient as MFR# 2134265-2012-01766. It was reported that following a coronary artery treatment procedure the patient experienced stenosis and required coronary artery bypass grafting. Lesion 1 was a denovo lesion located in the mid left anterior descending artery with 90 % stenosis and was 10.00mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation using a 2.50 x 20mm at 14 atm and placement of a 3.00 x 12mm taxus liberte stent following 0% residual stenosis. Lesion 2 was a denovo lesion located in the proximal left anterior descending artery with 80% stenosis and was 30mm long with a reference vessel diameter of 2.5 mm. The physician implanted a 2.50x32mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. During the index procedure,plaque shift was noted with narrowing of the ostium of the circumflex. The 0.014 guide wire and 3.00 x 12mm balloon catheter were placed into the ostium of the circumflex for a relatively low pressure inflation. Intracoronary nitroglycerine was administered. In (B)(6) 2011, the patient was hospitalized for coronary artery disease with end stage stenosis. The left anterior descending (lad) artery was treated with 3 vessel bypass with internal mammary to lad and svg's to diagonal and obtuse marginal. The patient was discharged on aspirin.

Event description:
It was further reported that lesion 1 was located in the proximal lad not the mid lad as previously stated, and was 8 mm long with a reference vessel diameter of 3.0 mm not 10mm long with a reference vessel diameter of 2.50 mm. Lesion 2 was lesion located in the mid lad with a reference vessel diameter of 2.7 mm not 2.5 as initially reported. The lesion was treated with direct stent placement. During the index procedure, the proximal lad was dialated with a 2.5mm balloon catheter and a 3.0 x 12mm long taxus liberte stent was deployed in the ostium of lad. The 2.50 x 32mm taxus liberte stent was deployed in the proximal to mid lad. The long 3.0 x 12 mm long non-complaint balloon catheter was used to post dilate the proximal stent. An unspecified balloon catheter was utilized to treat the plaque shift in the ostium of the circumflex.

Event description:
It was further reported that at the time of the procedure after the implantation in the proximal lad, residual stenosis was less than 10%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient at a follow up visit - the stress test was negative and pci was scheduled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).